Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were 21 samples unused, opened returned with this complaint received for evaluation. After a visual inspection, it was confirmed that the gauze is fraying. The reported condition is confirmed. The returned product did not meet quality release specifications. Possible root causes include: during the converting of the sponge the machine cuts the material to the specified size and pushes the edges of the material through a rubber band creating a gauze round sponge. The machine may have not pushed all the edges of the material through the rubber bad completely causing the raw edges to become visible outside the product. It could also be caused by the finger clamps not closing tightly enough causing the material not to fold properly, or the knife out of alignment which could cause the material not to be cut to proper size. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for raw edges during production. The lot met all defined acceptance requirements and was released. There is not a complaint trend for the reported issue, therefore, no corrective action is required at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a gauze. The customer reported that the product has loose threads. There was no patient involved.